Manufacturer narrative:
The reported issue was addressed with phone support. The customer was able to remove the clip from clip medium-large clip applier instrument. The technical support engineer (tse) recommended the customer RMA the medium-large clip applier instrument and clip for analysis. The system was working properly, and no additional action was required. Isi has not received the part for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. A review of the procedure logs was performed. Per the review, the following was confirmed: system serial: (B)(4), event date: (B)(6) 2022, and procedure name - cholecystectomy. The medium-large clip applier (lot # k10220307-0437) had 91 uses remaining. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the closed clip was not separating from the jaws of the medium-large clip applier instrument installed on universal surgical manipulator (usm4). The bottom of the clip was stuck on the bottom tine of the medium-large clip applier instrument jaw. Earlier in the case, the site experienced the same issue with a different clip applier instrument. There were no related errors in the logs. The surgeon was able to get the clip removed from the medium-large clip applier instrument, but the clip opened. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) attempted follow up to obtain additional information, however, no further details have been received as of date of this report.